Event description:
It was reported that an external fluid leak was observed from an unspecified location of a prismaflex m100 set during priming. There was no patient involvement. No additional informaton is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed at two (2) bar pressure and a leak was observed at the level of the filter under the label. Further inspection showed a crack in the housing underneath the label, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.